Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to a piece approximately 2.89 mm x 5.03 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint regarding the tip is broken off was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument's tip was broken off, damage occurred while reprocessing. Broken piece was thrown away. There was no report of patient involvement.